Manufacturer narrative:
Additional information: event description, relevant test. (B)(4). According to the gore® excluder® endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak. The information related with a proximal type I endoleak and device migration was reported to FDA on september 27, 2016 and covered in medwatch # 2017233-2016-00716.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent reintervention for a reported proximal type I endoleak thought to have been contributed to by device migration. The aneurysm diameter was reported to measure 70mm. A gore® excluder® aortic extender component was placed (pla230300/ 14508294). The patient tolerated the procedure. No complications were reported and the patient was discharged on (B)(6) 2016. Reportedly, an aneurysm expanded by 1.5 cm since (B)(6) 2016. It was reported that on (B)(6) 2017, a type ii endoleak from lumber arteries and a distal type I endoleak from the right common iliac artery were identified. It is unknown what caused a distal type I endoleak. On (B)(6) 2017, the patient underwent the coil embolization procedure of the right lumber artery and the endovascular procedure to place the stent graft (unknown) in the right external iliac artery. A follow up CT on (B)(6) 2017, revealed no endoleak and a stable aneurysm size. Patient has been fatigued since operation and was suggested to regain strength. Follow-up CT and visit scheduled for 3 months.

Manufacturer narrative:
(B)(4). Rmt231416/9252333 (B)(4). Also were involved: pxc181400/9563673 (B)(4). Pxc231200/9357375 (B)(4). According to the gore® excluder® endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, the patient underwent reintervention of a prior endovascular procedure where gore® excluder® aaa endoprostheses were used for an abdominal aortic aneurysm treatment. The aneurysm diameter was reported to measure 70 mm. A gore® excluder® aortic extender component was placed (pla230300/ 14508294). The patient tolerated the procedure. No complications were reported and the patient was discharged on (B)(6) 2016. It was reported that on (B)(6) 2017, a type ii endoleak from lumber arteries and a distal type I endoleak from the right common iliac artery were identified. On (B)(6) 2017, the patient underwent the coil embolization procedure of the right lumber artery and the endovascular procedure to place the stent graft (unknown) in the right external iliac artery. No further adverse events have been reported.